Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient experienced being nauseous and vomiting. On (B)(6) 2011, the patient experienced peritonitis. The nurse reported, that on (B)(6) 2011, the patient was hospitalized for the events of nauseous and vomiting not peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. Treatment for the events was not reported. The outcome for the events of nauseous and vomiting was not reported. At the time of this report, the patient recovered from the peritonitis. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal therapy and did not provide an opinion of causality for the events of nauseous and vomiting. Follow-up information ((B)(4) 2011): the event of peritonitis was amended to peritonitis with culture positive for coagulase negative staph. Abdominal pain was added as an event. On an unreported date in 2011, a peritoneal effluent culture was performed. The culture revealed coagulase negative staph. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and route not reported). On an unreported date in (B)(6) 2011, the bacterial peritonitis was resolving. The nurse stated that on an unreported date in (B)(6) 2011, the patient experienced abdominal pain, nausea and vomiting that resulted in hospitalization on the same day. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient recovered and was discharged from the hospital. The nurse stated that the peritonitis with culture positive for coagulase negative staph, abdominal pain, nausea and vomiting were unrelated to dianeal therapy. The nurse stated that the abdominal pain, nausea and vomiting were related to the patient?s medical history of gallbladder issues and peptic ulcer disease.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11e17034 and h11d23035 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.